Event description:
During evaluation of a returned amia device, one increased intra-peritoneal volume (iipv) event was identified, which occurred on (B)(6) 2014. During last drain, the patient's drain volume was 2517.8ml, indicating the home patient (hp) drained a volume 115.763% above their maximum programmed fill volume of 2175ml. No additional information is available.

Manufacturer narrative:
(B)(4). The amia device was evaluated. A visual inspection was performed and no issues were noted. The functional rite (returned instrument test evaluation) testing was conducted, along with electrical testing and no failures were identified related to the reported event. The device met product specification related to the reported issue. The event history log review was performed and identified an increased intra-peritoneal volume (iipv) event. During the last drain, the drain volume (dv) equaled 2517.8ml, indicating the home patient (hp) drained a volume 115.763% above their maximum programmed fill volume (mpv) of 2175ml. The iipv was determined to be caused by the estimated night ultra filtration (uf) being set too low. The uf was set too low at 300ml while device drained 2517.8ml. The programmed cycle fill volume was 1500ml and the initial drain volume setting was 0ml. Proper instructions are addressed in the ¿amia automated pd system clinician guide.¿ the guide explains the estimated night uf settings, provides treatment and programming answers on this setting and has warnings regarding setting it too low. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The evaluation is in progress. Upon completion of baxter's investigation or if additional relevant information is obtained, a follow-up will be submitted.